Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that during an open chest procedure to implant of an epicardial lead, it was noted that the existing right ventricular defibrillation lead had perforated the heart. The lead tip was sticking out approximately 1/8th of an inch, and had lesions around it. The lead remains in use. No further patient complications have been reported as a result of this event.